Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2019. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "small hole" in the tubing of the patient line of the homechoice cassette which resulted in leak. The leak was observed during use of peritoneal dialysis therapy. The patient started prophylactic antibiotics as precautionary measure. There was no report of patient injury associated with this event. No additional information is available.